Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to missing retainer. No unexpected failed battery test alarms noted during testing. However, detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received replace battery now alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they found more than one replace battery now alarm in the alarm history. The insulin pump was returned for analysis.